Event description:
Customer reported that t:slim x2 pump battery was not charging, and a power source alert was present. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet for at least 30 consecutive minutes. Upon follow-up, the pump began charging using original supplies, and no further assistance was required.